Event description:
It was reported that while using the bd accuri¿ tubes backfilling and instrument leaking. Customer noticed leaking inside system. The leak is occurring at the peristaltic tubing connection. The following information was provided by the initial reporter: it was reported by the customer that the instrument is leaking. Tubing remained in place after snipping off end. Customer tried performing the hot water flush and was unable to get any fluid in the waste container. Setting up for depot repair. Needs contract transfer to this accuri asked customer to get some slack on the stretched tubing and snip off the used portion. Customer will reinstert tubing and proceed with start up. She will email in with status after start up customer problem: tubes backfilling and instrument leaking steps taken with customer/troubleshooting: tubes backfilling and instrument leaking. Customer noticed leaking inside system. The leak is occurring at the peristaltic tubing connection. Customer was recently allowed to keep this loaner and return their original accuri. They do currently have a service contract however it is tied to the returned product. (590206). Customer will be emailing a photo of the leak. Leak will need to be corrected over phone in order to proceed with troubleshooting or depot repair. Will reach out to contract admin to tie the customer service contract to this instrument. Tubes backfilling and instrument leaking. Customer noticed leaking inside system. The leak is occurring at the peristaltic tubing connection.

Manufacturer narrative:
Device evaluation by MFR is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary investigation summary: scope of issue: the scope of issue is only limited to bd accuri c6 plus system, part # 660517, and serial # (B)(6). Problem statement: customer reported a complaint regarding an instrument leak. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 03oct2021 to 03oct2022. Complaint trend: there are 64 complaints related to as reported code - fluidic-leak. Then further filtered with as analyzed code 1 and as analyzed code 2, there are 6 complaints: date range from 03oct2021 to 03oct2022. Manufacturing device history record (DHR) review: DHR part #660517 serial # (B)(6), file #660517-660517-r660517590152-105230795-17 , was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause for the instrument leak was clogged valves resulting in the backfilling of tubes. The customer reported a complaint regarding leaking inside the system. The leak was occurring at the peristaltic tubing connection. Customer tried performing the hot water flush and was unable to get any fluid in the waste container. The field service representative (fsr) was able to reproduce the complaint and confirmed that the valves were clogged which resulted in the backfilling of the tubes. The fsr replaced the valves board, sample injection probe (sip) and preventive maintenance components including ¿ filter half-shell, filter in-line sheath and tubing pump peristaltic. After the replacements, the instrument was confirmed to be performing as intended and passed all specifications. No parts were requested for evaluation as the parts replaced are not returnable. Although the leakage of biohazardous material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way as they had not come in contact with the leakage. Additionally, the leak was not under pressure and did not spray, and thus did not significantly increase the risk of exposure. Proper scheduled cleaning and other maintenance can help in reducing the possibility of blockages or clogs within the fluidics system, and instructions can be found in chapter 10 of the bd accuri¿ c6 plus system user¿s guide (#23-18013-01 rev. 1/vers. A). The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4). Install date: 01mar2018. Defective part number: 659522 - assy tubing pump peristaltic. 653148 - filter in-line sheath (1). 660322 - filter 5.0umpp 25mm capsule half shell. 658454 - valve 12vdc vac to 30 psig 1/16 ID 2w nc. 660492 - assy sip w/ultem and 316 needle service. 658455 - valve r 12vdc vac to 30 psig 1/16 ID 3-w. Work order notes: subject / reported: tubes backfilling and instrument leaking. Problem description: tubes backfilling and instrument leaking. Customer noticed leaking inside system. The leak is occurring at the peristaltic tubing connection. Work performed: able to reproduce customer complaint. Replacing valves board, replace the sip, and pm kit¿ fixed the customer issue. The instrument passes all specifications. Replaced preventive maintenance components: filter half-shell. Filter in-line sheath. Tubing pump peristaltic. Cause: tubes backfilling due the valves clogged. The leak is occurring at the peristaltic tubing connection due the connection was not install correctly. Sip bend. Solution: replace the valves and the sip, pm kit - fixed the customer complaint. The instrument passes all specifications. Note: mario m. Did verify the system before ship out. Note: ran the fsc-h 700 and ssc 8000 threshold at 115ml on fast, less than 2000 even. Returned sample evaluation: a return sample was not requested because the replaced parts are not returnable and was discarded. Risk analysis: risk management file part #: 10000214703, rev. 01/vers. A, bd accuri c6 plus system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes/no. ID: 2.1.7. Hazard event: exposure to bio-hazardous material during preventative maintenance. Cause of event: user spills sample waste fluid during procedure to unclog the sip, using syringe. Harmful effects: exposure to bio hazardous material residual probability: 1. Residual severity: 4. Residual risk index: 4. ID: 2.2.9. Hazard event: exposure to corrosive material during preventative maintenance cause of event: user spills fluid during procedure to unclog the sip, using syringe. Harmful effects: skin irritation upon contact with sheath fluid. Residual probability: 3. Residual severity: 2. Residual risk index: 6. Root cause: based on the investigation results the root cause for the instrument leak was clogged valves resulting in the backfilling of tubes. Conclusion: based on the investigation results, the root cause for the instrument leak was clogged valves resulting in the backfilling of tubes. The fsr was able to reproduce the complaint and confirmed that the valves were clogged which resulted in the backfilling of the tubes. The fsr replaced the valves board, sample injection probe (sip) and preventive maintenance components including ¿ filter half-shell, filter in-line sheath and tubing pump peristaltic. After the replacements, the instrument was confirmed to be performing as intended and passed all specifications.

Event description:
It was reported that while using the bd accuri¿ tubes backfilling and instrument leaking. Customer noticed leaking inside system. The leak is occurring at the peristaltic tubing connection. The following information was provided by the initial reporter: it was reported by the customer that the instrument is leaking. Tubing remained in place after snipping off end. Customer tried performing the hot water flush and was unable to get any fluid in the waste container. Setting up for depot repair. Needs contract transfer to this accuri asked customer to get some slack on the stretched tubing and snip off the used portion. Customer will reinstert tubing and proceed with start up. She will email in with status after start up customer problem: tubes backfilling and instrument leaking. Steps taken with customer/troubleshooting: tubes backfilling and instrument leaking. Customer noticed leaking inside system. The leak is occurring at the peristaltic tubing connection. Customer was recently allowed to keep this loaner and return their original accuri. They do currently have a service contract however it is tied to the returned product. (590206). Customer will be emailing a photo of the leak. Leak will need to be corrected over phone in order to proceed with troubleshooting or depot repair. Will reach out to contract admin to tie the customer service contract to this instrument. Tubes backfilling and instrument leaking. Customer noticed leaking inside system. The leak is occurring at the peristaltic tubing connection.